Event description:
Infected explant being returned for analysis.

Manufacturer narrative:
Upon examination, the explant did not appear to be immersed in formalin and was almost black in color. For this reason, the physical appearance of the explant was not investigated thoroughly. Since atrium was unable to obtain the lot number of the product from the hospital, the lot history record of the mesh was not able to be reviewed. Soft tissue infections leading to mesh infections are not infrequent occurrences in hernia repair, especially open abdominal repair. (B)(4) reports an 8.7% wound infection after hernia surgery using mesh. The causes of these infections are numerous but are mostly related to surgical technique and pt health. With the info available, we were unable to determine a cause of infection resulting in the necessity of mesh explant.